Event description:
It was reported that the insulin pump did not alarm no delivery when customer was treating high blood glucose. Customer' blood glucose was 118 mg/dl. Customer stated that he turned off the alarms. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.